Event description:
The infusion pump underinfused on two occasions. With one use the pump was set with a vtbi of 500 ml and the pump delivered 300 ml during that time frame. With the other use it was reported that the that time was 300 ml. The infusion rates or types of solutions with the two uses were not reported. No pt injuries were reported.